Event description:
It was reported that the procedure was to direct stent a non-calcified lesion in the mid lad at the diagonal. It was reported that some resistance was noted with another company's guide wire during advancement. When the physician tried to deploy the stent, the balloon would not inflate. When the stent delivery system (sds) was withdrawn, more resistance was noted, and the stent implant came off the balloon and remained in the target lesion. The physician attempted to remove the stent with three snare devices, but the device could not be retrieved. A long balloon was used to smash the stent against the vessel wall and then a few short stents were placed in the lesion, trapping the separated stent against the artery wall. The pt was reported to be doing okay throughout the procedure and no pt injury was reported.